Manufacturer narrative:
With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease and the patient's complex post-operative course. In this case, the events were further complicated by the patient's non-compliance with his medical regimen. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient was re-admitted with hypertension and heart failure exacerbation. In addition, he reported a recent increase in his vad low flow alarms and increased lower extremity swelling. The patient further reported that he had not been taking his furosemide over the last 24 hours. On admission, he was noted to have a heart rate (hr) of 110bpm, a (B)(6) and a mean arterial pressure (map) of 81-95mmhg. Telemetry revealed a hr of 70s-110 with possible paroxysmal atrial fibrillation. The patient's implantable cardioverter defibrillator was interrogated but revealed that he was in a regular rhythm but tachycardic. The patient was diuresed with intravenous furosemide with a subsequent (B)(6) and the resumption of the patient home antihypertensive medications. The patient's vad parameters were not adjusted. By (B)(6) 2016, his map was noted to be at goal. The patient was listed for cardiac/renal transplantation and was subsequently discharged to another hospital on (B)(6) 2016 for the transplant. The patient is reported to have undergone transplant on (B)(6) 2016. The events were reported to have been resolved on (B)(6) 2016. The primary investigator reported that these events were related to the patient's condition and unrelated to the study device or to the implant procedure. No further information has been provided.